Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open and used cassette for analysis. Thread on sample received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: taking into account that the cassette received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K991223. If further data becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with catgut suture. The thread cracked within the cassette. Veterinary use.